Event description:
It was reported that this patient presented to the emergency room (ER) a month ago due to syncope. Review of electrogram (egm) found there was high thresholds which resulted in intermittent loss of capture (loc). Technical services (ts) informed that the auto capture future is not turned on and recommended to turn it on to help with capture verification. Additionally, it was noted review of egm found no escape beat coming through however, cannot verify capture. At this time, the rv lead remains in service. No additional adverse patient effects were reported.